Event description:
The customer reported corrupt system files. This will prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.